Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg was inoperable and unable to communicate with external device. Reportedly, the patient underwent an unrelated surgical procedure and the device was not placed into surgery mode. Surgical intervention is anticipated in the future.